Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation has found through the device history record search that the input/output printed circuit board (I/o pcb) does not match this unit. Through review of the device history record it was determined that the I/o pcb came from a different device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable.